Event description:
During room set up for procedure the sterile pack was opened and a black dot was seen on the top side of the table drape inside the pack. The dot smeared across the drape upon further inspection after it was removed from use. The pack was removed. A new pack was opened and used. This occurred prior to the patient entering the operating room.